Manufacturer narrative:
A specific root cause could not be identified. The field service representative checked the analyzer and performed preventive maintenance, replaced the sipper lines and the measuring cell. He checked the positioning of the pipettor and sipper. The customer confirmed there have been no further issues.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result from the primary sample tube was 21.81 pg/ml. The sample was repeated twice in a sample cup and the results were 14.64 pg/ml and 14.07 pg/ml. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 24519402 with an expiration date of 30-sep-2018.